Manufacturer narrative:
Additional contact: (B)(6). Lot number: 4103166.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, an alarm was noted on the pump. Subsequently, the pump and cassette were changed. No patient consequences were reported. No adverse effects were reported.